Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation in used condition; the stent was completely deployed and returned with about 30 mm of the stent broken off and missing while another piece from the opposite end was missing which leads to confirmed results for fracture and detachment. Partial deployment was also considered as confirmed because of the damages on the stent. It was reported that there were no problems tracking the device to the lesion and there was neither calcification nor tortuosity of the tracking vessel. It is not known whether all the broken pieces of the device were retried from the patient because additional information was requested but not provided. Based on the available information and the returned sample analysis, the investigation is closed with confirmed results for partial deployment, stent fracture and detachment. A definite root cause of the reported incident can not be identified. The intended placement site of the stent in biliary stricture represent an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to warnings, the instructions for us states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for us states "the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035-inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to the procedure, the instructions for us states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Regarding indications for use, the instructions for us states "the lifestar vascular stent system is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". H10: (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly deployed fifty percent. It was further reported that the stent was allegedly attached with the shaft and came out along with it. Reportedly, the broken part of the device remains in the patient body. The current status of patient is unknown.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2025) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly broken and only fifty percent stent was deployed. It was further reported that rest of the stent allegedly attached with the shaft only and came out along with it. There was no reported patient injury.